Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via an ipsilateral antegrade approach. The 99% stenosed target lesion was located in a non-tortuous, moderately calcified anterior tibial artery. A 2.5mm x 150mm x 150cm mr coyote was inserted into a 6fr guidezilla guide catheter. Severe resistance was felt at the time the balloon catheter was passed through the guidezilla and after balloon inflation, the balloon could not be removed. The device was removed together with guidezilla. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via an ipsilateral antegrade approach. The 99% stenosed target lesion was located in a non-tortuous, moderately calcified anterior tibial artery. A 2.5mm x 150mm x 150cm mr coyote was inserted into a 6fr guidezilla guide catheter. Severe resistance was felt at the time the balloon catheter was passed through the guidezilla and after balloon inflation, the balloon could not be removed. The device was removed together with guidezilla. The procedure was completed with this device. No patient complications were reported. It was further reported the guidezilla and the balloon were removed together as one unit. The balloon part was inserted without problem, resistance was felt when the shaft and a guidewire entered in the distal shaft. Device evaluated by MFR.: the device was returned for analysis. The shaft, collar, and tip were microscopically examined and it was noted that a blood was present inside the shaft of the device. Also, the distal shaft was kinked 10cm proximal of the tip. No other issues were noted. The coyote balloon for the related complaint was returned for analysis. The coyote was inserted through the collar of the guidezilla ii with no issues and advanced all the way through the shaft with no issues. The coyote device was then removed from the guidezilla ii device with no issues.